Event description:
It was reported that they were getting an ec100 error after the image previewed when and when she clicked ok to accept it, the image was lost, resulting in the patient having to have one exposure repeated. The customer restarted the unit once this was done the unit is working as intended.